Manufacturer narrative:
The 14fr esheath was returned to edwards for evaluation. Visual inspection of the sheath revealed the sheath was partially expanded until 7cm from the distal tip. The distal tip was unopened. There was patient tissue attached to the sheath distal end to the strain relief. A calcium deposit was noted on the tissue. A liner tear was located 6.5cm from the strain relief, 5.5cm in length. The liner material around the tear appeared to be stretched. A second liner tear was located at the first liner tear region, about 2cm in length. A liner strand was observed at the liner tear location, 1cm in length. The sheath shaft was punctured 4.25 inches from the distal end of the strain relief and minor scratches were observed at the liner tear location. Review of the provided 3mensio imagery revealed the access vessel had calcification and tortuosity present. The minimum luminal diameter (mld) was also undersized for a 14fr esheath. During functional testing, a sample commander delivery system was inserted through the sheath. The remainder of the sheath shaft seam and distal tip expanded and opened as designed. Due to the condition of the returned device, dimensional analysis of the liner thickness was not able to be performed. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed one other similar complaint for the appropriate complaint codes. Available information suggests that patient (vessel tortuosity) and/or procedural (excessive manipulation, valve caught on liner) factors likely contributed to the reported event. Complaint history review from april 2020 to march 2021 for the edwards esheath (all models and sizes) revealed similar events for the associated complaint codes. No edwards device defects were identified in the evaluations. Available information suggests that procedural factors (bent valve strut, damaged valve, excessive manipulation due to difficulties with ds insertion/withdrawal, high push force, improper crimping, incomplete loader advancement, valve strut caught on liner, withdrawal of burst/torn balloon, withdrawal of damaged valve) may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. Sheath liner tears have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on the visual inspection of the returned device. However, no manufacturing non-conformances were identified during the evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. Per evaluation of the returned device, the esheath was noted to have liner tears, a liner strand, and a hdpe puncture. Per 3mensio imagery, the patient's access vessel had presence of calcification, tortuosity, and an undersized mld. The presence of these patient factors can create a challenging pathway during delivery system advancement. It is possible that the devices were excessively manipulated to overcome any possible difficulty. This may have led to the crimped valve to interact with the sheath, leading to the observed liner tears, strand, and hdpe puncture. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. Available information suggests patient factors (calcification, tortuosity, less than adequate vessel mld), in addition to procedural factors (excessive device manipulation, valve caught on sheath/liner) may have contributed to the withdrawal difficulties and liner strand. Device manipulation, in addition to the bent valve strut, may have contributed to the iliac artery injury and subsequent surgical repair. No labeling or IFU/training inadequacies were identified, a product risk assessment (pra) was previously initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. Control limits are managed and assessed one a monthly review basis.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01956.

Event description:
As reported, during a transfemoral tavr procedure, while attempting to advance a 23mm sapien 3 ultra valve and delivery system through the 14fr esheath, the guidewire was pulled out of the ventricle and was unable to re-cross. Difficulties were encountered during the attempt to withdraw the valve, delivery system and sheath as a unit. When the devices were removed, vascular tissue was observed on the sheath. One of the valve frame struts appeared to be bent. The patient was stable at the time. Two (2) covered stents were deployed, which slowed down the bleeding. Open surgery was then performed to repair the left iliac. The patient was in stable condition following the vessel bypass surgery. A valve was not deployed at the time of the procedure. The plan was to bring the patient back at a later time for valve replacement. The patient expired on postoperative day (pod) 1. The cause of death was not provided. The minimum luminal diameter (mld) of the access vessel was not provided. Vessel calcification and tortuosity were reported. Pre-decontamination of the returned 14fr esheath revealed a liner strand was present. The strand was not reported in the initial information received for the event.